Manufacturer narrative:
Concomitant medical products: 694765 lead implanted:(B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was suspected intermittent undersensing on the right atrial (ra) lead. The lead remains in use. No patient com plications have been reported as a result of this event.